Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device¿s elective replacement indicator was triggered. The device was removed and replaced. The patient subsequently called to state that ¿the device didn¿t last the full warranty period.¿ no patient complications have been reported as a result of this event.